Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd legacy plus pump is alarming and will not run. No reported adverse effects.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for a repair. The repair notes indicated that the pump problems of "alarming, won't run" was not confirmed. The pump was found to be operating properly and passed all tests after the service was completed. The upstream occlusion and the downstream occlusion were recalibrated which may have been related to (and corrected) the customer's reported issue. Based on the evidence, the complaint was not confirmed, and no problem was found.